Event description:
It was reported that soft tip of the guidewire (subject device) broke off and was retained inside the patient. As a result early anti-platelets were given to reduce the chance of further clotting around the retained wire. The procedure had to be stopped and was not completed due to this complication. No additional information available.

Manufacturer narrative:
H3 other text: the device is not available to the manufacturer.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was not confirmed and it cannot be confirmed if the device met specification, as the device was not returned. It was reported that the soft tip of a guidewire broke off and was retained inside the patient. As the device was not returned and a review and analysis of all available information fails to indicate an assignable cause for the reported event, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that soft tip of the guidewire (subject device) broke off and was retained inside the patient. As a result early anti-platelets were given to reduce the chance of further clotting around the retained wire. The procedure had to be stopped and was not completed due to this complication. No additional information available.

Manufacturer narrative:
H3: device evaluated by mfg ¿updated. H3: summary attached - updated. D9: product available to stryker ¿ updated. D9: returned to manufacturer on ¿updated. H6: cause investigation - method code grid - results code grid - conclusion code grid - updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the guidewire was returned with just the proximal fragment of 183.5cm. The guidewire was seen to be kinked in 2 locations, 1cm and 147cm from the proximal end. The proximal segment was seen to be broken along the nitinol tubing and the core and platinum wire exposed. The hydrophilic coating was also seen to be rough. A functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomaly noted to the device. It was reported that the soft tip of the wire broke off and was retained inside the patient. The wire was under some tortuosity. Additional information indicated that the procedure had to be stopped and was not completed due to this complication. There was no further information received. The device was returned and it was noted that the guidewire distal end had been fractured and was not returned. There was significant damage noted, the nitinol tube was fractured with the core wire exposed and fractured with signs of significant deformation to the core wire. The hydrophilic coating was noted to be rough. There was some minor kinking noted along the length of the guidewire. Based on the device analysis and a review of all available information, it is probable that the device experienced significant difficulties in navigation/ manipulating, which was most likely caused by the tortuosity which was reported, this is evident from the condition of the fracture point, particularly the deformation to he exposed core wire. It is probable that the hydrophilic coating may have become damaged and the guidewire kinked during manipulation of the guidewire. An assignable cause of procedural factors will be assigned to the reported 'guidewire distal tip broken/fractured during use' and 'un-retrieved device fragments', and to the analyzed 'guidewire kinked/bent', 'guidewire hydrophilic coating surface rough', 'guidewire distal tip broken/fractured during use' and 'un-retrieved device fragments', as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that soft tip of the guidewire (subject device) broke off and was retained inside the patient. As a result early anti-platelets were given to reduce the chance of further clotting around the retained wire. The procedure had to be stopped and was not completed due to this complication. No additional information available.